Event description:
Attached user facility medwatch.

Manufacturer narrative:
(B)(4). The reported lot # x95n9c7 is not valid in our database. Therefore, DHR (device history review) could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.